Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.0/+1.5/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial dry with clear surgical residue. Visual inspection found the haptic torn and foreign residue on the lens. (B)(4).